Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient and her diabetes specialist reported, the insulin delivery of the infusion device is inaccurate. Patient has experienced fluctuations in blood glucose between 25-400 mg/dl over the past 6 months. Normal blood glucose is 120 mg/dl. Patient changes the cartridge and infusion tube every 7 days and the infusion headset every 2 days, and she was referred to the user's guide. Patient did not start a new medication. Infusion device was not exposed to electromagnetic fields or water. Patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was provided.